Event description:
During baxter's functional testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarms which were caused by high sensor readings and an out of specification pressure plate gap. The downstream tubing guide and gasket were replaced.